Manufacturer narrative:
At this time, vyaire has not received the suspect device for evaluation.

Event description:
The customer while using the vela ventilator; the screen switched off with only the backlight on. The customer reported there was no audible alarm and no airflow. The customer reported the staff confirmed ac led indicator was on. The issue occurred during patient-use; the customer reported the patient was on non-invasive positive pressure ventilation and pressure support ventilation mode. The customer reported alternate ventilation was supplied and there is no patient consequence associated with the event.